Event description:
A customer reported a malfunction with their insulin pump, which occurred during a software update. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump; however, the customer was unable to reset it successfully. Consequently, technical support decided to replace the pump due to a persistent software malfunction and informed the customer of the steps necessary upon receiving the replacement. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed to return the malfunctioning pump to tandem using a pre-paid label.